Event description:
Report received from the USA stating that the "tip of the burr broke off and fell into the pt" during a spinal cord untethering. The reporter stated that all of the pieces were removed and would be returned. There were no injuries resulting from the event. There were no follow-up appointments scheduled for the pt. The case was completed successfully using another burr. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.